Manufacturer narrative:
Following the return and completion of lab analysis, a follow-up report will be submitted.

Manufacturer narrative:
Following return to boston scientific, detailed mechanical and electrical testing was performed in our post market quality assurance laboratory. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.

Event description:
Boston scientific received information that this device was explanted due to a depleted battery life. It was further communicated that the physician expressed concern regarding the longevity of this product. While no adverse patient effects were reported, dissatisfaction was expressed with the earlier than expected replacement. The explanted unit is intended to be returned for a post market longevity assessment.